Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3 and 4cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported passed for chemotherapy. On carrying out checks prior to chemo delivery noted no venous blood obtained. Leakage of fluid from exit site of PICC also swelling on flushing which dispersed quickly. Referred to nurse led PICC team-assessment, discussed with medical team, PICC removed. Place of insertion nwcc, secured with secureacath, exit site marking 3cm. Cannula sited on same day so no delay in treatment. A new PICC will be required. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 47cm, placed in basilic vein, exit marking 6cm, secured with securacath. PICC used for oncology treatment (doxirubicin, cyclophosphamide,) and polutuximab. No known occlusions. Leak was discovered by leakage under PICC dressing at 3cm mark. PICC used 62 days. No xray imaging available. Site cleaned with chloraprep (3ml 2% chg in 70% ipa).additional comments: "patient was having regular blood transfusions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported passed for chemotherapy. On carrying out checks prior to chemo delivery noted no venous blood obtained. Leakage of fluid from exit site of PICC also swelling on flushing which dispersed quickly. Referred to nurse led PICC team-assessment, discussed with medical team, PICC removed. Place of insertion nwcc, secured with secureacath, exit site marking 3cm. Cannula sited on same day so no delay in treatment. A new PICC will be required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported passed for chemotherapy. On carrying out checks prior to chemo delivery noted no venous blood obtained. Leakage of fluid from exit site of PICC also swelling on flushing which dispersed quickly. Referred to nurse led PICC team-assessment, discussed with medical team, PICC removed. Place of insertion nwcc, secured with secureacath, exit site marking 3cm. Cannula sited on same day so no delay in treatment. A new PICC will be required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed between the 3 and 4cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported passed for chemotherapy. On carrying out checks prior to chemo delivery noted no venous blood obtained. Leakage of fluid from exit site of PICC also swelling on flushing which dispersed quickly. Referred to nurse led PICC team-assessment, discussed with medical team, PICC removed. Place of insertion nwcc, secured with secureacath, exit site marking 3cm. Cannula sited on same day so no delay in treatment. A new PICC will be required. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 47cm, placed in basilic vein, exit marking 6cm, secured with securacath. PICC used for oncology treatment (doxirubicin, cyclophosphamide,) and polutuximab. No known occlusions. Leak was discovered by leakage under PICC dressing at 3cm mark. PICC used 62 days. No xray imaging available. Site cleaned with chloraprep (3ml 2% chg in 70% ipa).additional comments: "patient was having regular blood transfusions.